Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 214-215 mg/dl.

Manufacturer narrative:
Device not returned.